Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to difficulty removing the filtration element include, but are not limited to, interaction with the anatomy/lesion or previously deployed stents, damage to the wire/filter/recovery catheter, use of incorrect guide wire (non-bare wire) or if the filter is not fully captured in the recovery catheter. In this case, the product was not returned for investigation which may have aided in determining a potential cause for the difficulty; however, it may be possible that the filter was not completely collapsed into the retrieval catheter and during removal through the anatomy, the filter expanded out from the retrieval catheter. There are no indications that would suggest a product quality deficiency. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for investigation and the lot number was not reported.

Event description:
It was reported that during retrieval, the filter basket came out of the retrieval device. The same recovery catheter was used to capture and remove the filter. No adverse patient effects were reported. No additional information was provided.